Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was initial suspected device. However, it was not requested to be returned for evaluation as it was still being used by the user. Based on the investigation on the user's data in data management system (dms), the mismatches reported by the customer was be verified and confirmed. The inaccuracy of the sensor was potentially caused by the noisy glucose response as seen in the rate of change of the sensor's metrics. Sensor was requested to be returned for further evaluation. As part of the standard returned product analysis, a sensor functional performance test was performed on the returned sensor following the decontamination process. This test measures the sensor's fluorescence characteristics with respect to changes in glucose solution concentrations and temperature changes, and compares the results to the performance measured during the initial manufacturing of the same sensor. A review of the test results did not reveal any malfunction. Hence, the root cause of the issue cannot be conclusively determined based on the returned product analysis as the failure mode that presents itself in the body could not be reproduced in the lab. The potential cause for this type of behavior in sensor performance might be due to lack of hydration of the hydrogel after insertion.

Event description:
Senseonics was made aware of a hypoglycemia event on 22-november-2021 where user received a high glucose alert instead of low glucose alert due to alleged sensor inaccuracies. User stated their values were: at 10:21 am sg 330 mg/dl and bg 80mg/dl. User stated they had symptoms like shaking hands but was able to treat herself by eating something. User did not require any medical attention or intervention.